Manufacturer narrative:
Add'l info including lot numbers was requested, but not provided. According to the conformable gore tag thoracic endoprosthesis instructions for use the conformable gore tag thoracic endoprosthesis has not been studied in pt populations with a genetic connective tissue disease (e.g. Marfans and ehlers-danlos syndrome).

Event description:
On (B)(6), 2011, the pt was implanted with the conformable gore tag thoracic endoprosthesis to treat a thoracic aortic ulcer and a mycotic aneurysm. The pt has history of marfan's disease. Post operative the pt developed an aortoesophageal fistula and expired on (B)(6), 2012.